Event description:
During assh meeting an unidentified physical therapist reported a patient under care of a physician had a pin site infection with external fixation. Physician confirmed the patient had surgery to install a digit widget external fixation system and developed a pin site infection during the course of treatment. Physician reported he "removed the pin (not early)".

Manufacturer narrative:
Reviewed sterilization and sterile barrier inspection records of lot. No pattern related to irradiation dose lot or device lot was noted. Confirmed labeling included cautions regarding pin site care.

Manufacturer narrative:
Reviewed sterilization and sterile barrier inspection records of lot. No pattern related to irradiation dose lot or device lot was noted. Confirmed labeling included cautions regarding pin site care.

Event description:
During (B)(4) meeting an unidentified physical therapist reported a patient under care of a physician had a pin site infection with external fixation. Physician confirmed the patient had surgery to install a digit widget external fixation system and developed a pin site infection during the course of treatment. Physician reported he "removed the pin (not early)".